Event description:
It was reported via phone call that customer had an emergency room visit on (B)(6) 2015 with blood glucose of 373 mg/dl. Customer was wearing insulin pump at the time of emergency room visit. Nurse inquired if customer's insulin pump was functioning properly. Nurse reported that customer would call back to troubleshoot insulin pump when discharged.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.